Event description:
It was reported that arteriotomy closure of the mildly calcified left common femoral artery was attempted with three proglide devices with a 6f sheath, using the pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff misses occurred with all three proglide devices. The sutures of two additional proglide devices were successfully preplaced using the preclose technique. The sheath was upsized to 12f and the evar procedure was completed. The successfully preplaced sutures of the fourth and fifth proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Because the plunger, suture, link, needles, and cuffs were not returned, the reported event could not be confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (neither the nurse nor physician could remember the date of occurrence). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.